Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 300cc serial number (B)(4), lot number 5546267, catalog number 3501645. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation primary procedure with saline mentor smooth round moderate profile 300cc breast implants and experienced deflation, discomfort and pain on left and right breast implants. Bilateral deflation was diagnosed by a healthcare professional by medical exam on (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.

Manufacturer narrative:
On 04/17/2018, it was reported to mentor that the device history record ( DHR) of lot number 5578594 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/29/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The date of implantation was (B)(6) 2005. The date problem observed was (B)(6) 2018. The date of explantation was (B)(6) 2018. The replacement devices were saline mentor smooth round moderate profile 325cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/23/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a rent at the valve junction and several creases around the device. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).